Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The manufacturing history was reviewed, with no irregularities noted. Based on similar cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. The tb-0535pc instruction manual already states; warning: do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips or other instruments (e.q., uterine manipulator). Do not apply only the probe tip to the tissue with a strong force, twist while grasping the tissue or, pull the probe tip up grasping the tissue. Otherwise, it may cause the probe to break prior to an error window or alarm tone being generated. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
When a physician used the subject device for a procedure, the probe broke. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. There was no patient harm reported.